Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6)¿ aviva ii system 1, serial number ¿ (B)(4); (B)(6)¿ aviva ii system 2, serial number - unk.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 428 mg/dl on aviva ii meter (system 1) and 202 mg/dl on aviva ii meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.